Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event could be caused due to a printed circuit board failure. In addition, as to cause of failure, it was thought that stress due to heat or humidity affected circuit board led to failure, but it could not be identified. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a frozen screen when powered up. It is unknown when the issue was found. There were no reports of patient harm.